Event description:
Patient representative reported "significant health damage and impairment" but did not provide any details. Patient representative further reporting "rupture and silicone leakage". Device has been explanted and replaced with a non-allergan device. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.